Event description:
It was reported by the customer that their sensor may not be calibrating correctly. Customer states that the device has been unable to calibrate their blood glucose levels correctly and was calling for assistance before bolus. Advised customer through recalibration and customer stated they would call back if issue persists. Customer's blood glucose level was unknown at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.